Event description:
Healthcare professional later confirmed baker grade ii.

Event description:
Pharmacist reported right side capsular contracture, baker grade ii, and rupture discovered during surgery. The device has been explanted and replaced with a non-allergan implant of a larger size per the request of the patient.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/01/2024.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and rupture discovered during surgery. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Rupture: observed, opening on posterior side assessed, as fold flaw opening. And observed, opening on anterior side assessed, as surgical damage. Additional observations: no other observations observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And rupture. Discovered, during surgery. The device has been explanted and replaced with a non-allergan implant.